Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pbk800, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and a barbed suture was used. During the closure of the fascial layer of tissue, the suture began to dethread from the needle and then the needle popped off. A second like suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.